Event description:
Boston scientific crm received information from the local sales representative (sr) that this dependent patient experienced bradycardia overnight following the implant of this system, with auto capture (ac) enabled. During the device check one day post implant, this right ventricular (rv) lead registered in retry at 5.0v with the ac feature on. The rv lead was initially programmed at 3.0v. The sr reported later that day, this lead was explanted and revised due to dislodgement, and passive-fixation non-bsc was successfully implanted. Boston scientific did not provide an explant date.